Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review determined that there were no deviations or non-conformances during the manufacturing process of these lots. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Medical records were provided and have been reviewed by post market clinician staff and do not indicate there is a causal relationship between any fresenius products and the diagnosis of peritonitis. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique.

Event description:
The following is based on the medical records provided by the patient's treatment facility. On (B)(6) 2015, the patient experienced abdominal pain, cloudy effluent, fever, nausea and vomiting. On (B)(6) 2015, a peritoneal fluid culture was drawn and the patient started intraperitoneal ceftazidime. As of (B)(6) 2015, the patient was still receiving antibiotics. Medical records reveal that the patient was also treated with gentamicin around (B)(6) 2015 and vancomycin around (B)(6) 2015. The patient continued to have positive cultures in (B)(6) 2015.

Manufacturer narrative:
The patient's medical records were received and a clinical investigation will be completed. Upon the completion of a clinical investigation, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
During a follow-up with the peritoneal dialysis (pd) patient, the patient reported he was diagnosed with peritonitis. The patient was completing hemodialysis until the infection clears up.